Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted imaging was challenging. An xtw clip was inserted and grasping was performed. However, due to patient anatomy and imaging difficulties, grasping was noted to be difficult. After grasping, the clip was successfully deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 30 degrees. It was noted the clip remained stable on the leaflets and mr was reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning is related to a combination of challenging patient anatomy and procedural conditions (poor imaging). The reported clip opening while locked appears to be related to a combination of challenging patient anatomy (tethered leaflets) and procedural conditions (presumed misaligned grasp) per the review of the provided video. A cause for the reported poor imaging could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.